Event description:
A male patient underwent aaa repair on (B)(6) 2011. The patient's anatomical form was suitable for the endovascular repair. (Proximal neck was tortuous, approximately 20mm in length below renal artery. Bifurcation area of aorta was a bit narrow; 15mm x 20mm in diameter.) When main body was deployed, contralateral (right) limb was twisted and deployed dorsally. The physician attempted to conduct cannulation from femoral artery, but failed. (1820334-2011-00601). Then, cannulation was attempted from brachial artery with wire guide: super stiff wire was used instead of wire guide and insertion of contralateral iliac leg was attempted, but it failed. Wire guide was used again and insertion of contralateral iliac leg was attempted, but it also failed. Insertion of contralateral iliac leg was abandoned. Then, converter and iliac plug were placed, and femoral-to-femoral crossover was performed. Final angiography confirmed type iii endoleak from converter due to insufficient sealing. Then, body extension was additionally placed. Endoleak was reduced but slightly remained. However, the physician decided to take a wait-and-see approach (1820334-2011-00599). There has been no patient outcome reported.

Manufacturer narrative:
No consequences to the patient were reported. Positioning difficulties are not specifically listed in the instructions for use. Event is still under investigation.